Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause could not be determined. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content reported for this collection. However, the signals in the run data file indicate it is possible, though not conclusive that the plasma line may have become partially occluded a few minutes after platelet collection began. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. The partial occlusion could have been due to a manufacturing defect in the set or due to the orientation of the hex in the hex holder. Based on the available information, it is all possible that this leukoreduction failure could be donor related. The customer mentioned that the donor¿s actual platelet precount was (B)(4) and hematocrit was (B)(4)%, while the entered values were (B)(4) and (B)(4)% instead. Accurate donor information entry is important in ensuring successful procedures on trima.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction, that has the potential for injury.